Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator had a leakage and require o2 gas module replacement. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). On-site investigation performed by our field service engineer (fse) revealed that there was no issue with o2 gas module. According to received information in service report and during communication with fse, the o2 cell/sensor test failed during pre-use check and replacement of o2 sensor solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 sensor is responsible for measuring the o2 concentration in the inspiratory channel. The o2 sensor uses ultrasound as measuring technique. By measuring the sound velocity and temperature of the gas mixture it is possible to calculate the proportions of the gases (o2 concentration). The cause of the claimed issue in this customer product complaint has been determined. The issue was related to o2 sensor.

Event description:
Manufacturer's ref. #: (B)(4).